Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that high capture thresholds were observed. The lead was explanted and replaced. There were no consequences for the patient.